Manufacturer narrative:
A ge rep evaluated the system and replaced the power motor relay board and the vertical lift power supply. System operates as intended.

Event description:
The customer reported the vertical lift column will not move up or down. No pt injury was reported.